Event description:
It was reported that an image artifact was detected on the neck and bladder areas of the CT/pet scan by the site. The site indicated that the artifact was obvious but was mistaken for pathology. No CT rescan or reinjection of the pet tracer occurred but the pt was reinjected with contrast. According to the site, the artifact resulted in the misdiagnosis of the pt.

Manufacturer narrative:
An investigation is ongoing, and attempts are being made to obtain info from the site regarding pt info, details and results of the alleged misdiagnosis. A supplemental report will be filed when the info become available.